Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. A medtronic representative noted the surgeon was close to completing the procedure when expressing a concern regarding an inaccuracy; navigation was near completion at that time. RMA issued. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of suspect camera, returned on (B)(4) 2014, finds the device to be in good condition and passed an aak test at .18 mm. The event log had not recorded any adverse events. No problem found. No fault found - device did not cause event. RMA issued. Replacement zeiss combined cable shipped to site (B)(4) 2014. Medtronic investigation of suspect zeiss cable, returned on (B)(4) 2014, finds returned cable to be in good condition with no physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. No fault found - device did not cause event. RMA issued. Replacement zeiss pentero bracket shipped to site (B)(4) 2014. Medtronic investigation of suspect zeiss pentero bracket, returned on (B)(4) 2014, finds returned bracket is well worn with nicks and scratches. During a calibration check it was found that all leds fired normally with good geometry error with the exception of leds 12 to 15 which were slightly elevated to just above the threshold of 0.30 mm. Device did not cause event. Software investigation completed. Findings are that this is a zeiss alignment issue. Once the microscope was calibrated/aligned, the crosshairs matched with the laser. Software is functioning as designed. (B)(4) 2014 medtronic representatives, following-up at the site, reported recalibrating the microscope, after a zeiss technician completed work recalibrating hud crosshairs to match the monocular, adjusted targeting for autofocus and adjusting autofocus. Tested the registration with a resin head scan, using pointmerge, all points were accurate. Switched over to the microscope, zoomed and focused the microscope to the same points as the probe and found all points were on point with each other. Issue resolved.

Manufacturer narrative:
A medtronic representative went to the site to calibrate and test the microscope and navigation systems. After calibration, the hardware, software, and instruments passed the system checkout. The system performed as intended and was fully functional.

Event description:
A medtronic representative reported that, while in a cranial procedure, after registering the patient, and draping, the surgeon alleged a 5mm inaccuracy when using a microscope. After trouble-shooting, the surgeon opted to continue using the navigation system and removed the tumor without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.